Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13b12022 and h13d25012 was performed. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis. The patient was not hospitalized for the event and treatment was not reported. The patient was recovering from the event of peritonitis. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4) the patient was recovering from the peritonitis. Upon follow up it was reported, the event was caused by an unrelated medical treatment; however, this could not be confirmed, therefore, the cause of the event remains unknown. On an unknown date, also reported as at the time of the initial event, the patient stopped pd therapy and switched to hemodialysis. The patient is expected to restart pd therapy on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.